Event description:
This ra lead was implanted on (B)(6) 2005. A call to technical services on 10/17/2011 states that dr. Lloyd observed on fluoro that the helix was retracted. Pace impedance was 1 000ohms, threshold 1 .4v, and good sensing. No capture or sensing issues. Md successfully extended helix and secured lead. No adverse patient effects. Rep reported that the md stated had seen that several times before with that particular lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).